Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the cable to the vent control board was found to be loosely connected to the control board the cable was reseated, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.